Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was "high". A specific bg value was not provided. The customer changed the infusion set and cartridge to address bg level. The customer continued to use the pump for insulin therapy.